Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after passing out and hitting his head which required stitches. Patient evaluation identified a pulse rate of 47bpm; however the device is programmed to provide pacing at a rate of 60 ppm. No additional adverse patient effects were reported.